Event description:
The customer reported the loss of the live fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video cable from the camera to the pixel column filter pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.